Event description:
Patient reported freedom 60 pump malfunction. Per patient, the knob to wind snapped when attempting to put in second syringe. This happened at end of the infusion, no disruption of infusion. Patient was able to complete infusion. Old pump available for return. Md unaware. No adverse events reported. Indication: common variable immunodeficiency, unspecified. Pharmacy is replacing defective device. Serial number: (B)(6). No additional info available. Reported to (B)(6) by pt/caregiver.